Event description:
During the surgical procedure the harmonic shears insert broke and a piece of the insert fell into the pt. The broken piece was retrieved adn the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.